Event description:
The tip of a fogarty arterial embolectomy catheter broke off inside pt's arm. While advancing the catheter, it became stuck in the arterial side of a hemodialysis access during a declot and angioplasty procedure. The graft was opened to remove the catheter and the tip was missing. The vessel was explored and no piece of the fogarty could be identified or detected with c-arm fluoroscopy. It was felt by the surgeon that the missing piece had flushed out. The surgery was prolonged to look for the missing catheter tip. No further complications have been detected to date with this pt. The surgeon is confident that the foreign body is not in the pt's vascular system.